Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. Alarm on screen "impella stopped retrograde flow" without completing any priming or insertion of pump. Console restarted & second attempt made, attempted to go into "case start" and then manually priming pump through purge menu, third attempt again unsuccessful with new aic. Case aborted and a new pump opened and successfully inserted without difficulty. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported case start issue has been completed. The product was returned and the issue was confirmed. The root cause of the case start issue was most likely the pump being started prematurely prior to placement. This report is being filed as part of a retrospective review of historical records.